Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls and displayed a "internal error occurred - system reset required" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation, and h6 medical device problem code updated. Evaluation result: zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The log review did not identify any device-related faults associated with the customer report. No trend is associated with reports of this type.